Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, the patient underwent reconstruction of the gastrointestinal tract. It was noted that there was no complication on that day. After a few days, the patient presented complaints and a reapproach was necessary. On (B)(6) 2025, during the second surgery, the surgeon found that the gastrointestinal tract had leaked contents into the cavity and a failure was observed throughout the entire length of the staple line. There was a possible colostomy.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, the patient underwent reconstruction of the gastrointestinal tract. It was noted that there was no complication on that day. After a few days, the patient presented complaints such as abdominal pain, and a reapproach was necessary. On (B)(6) 2025, during the second surgery, the surgeon found that the gastrointestinal tract had leaked contents into the cavity, and a failure was observed throughout the entire length of the staple line. The surgeon performed a colostomy.